Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the subject device is not functioning: the led indicator status remains on red.

Manufacturer narrative:
D3 (email address) and g1 (contact) updated. Please refer to the attached analysis report.

Event description:
Reportedly, the subject device is not functioning: the led indicator status remains on red.